Event description:
It was reported that the nurses were trying to connect a minicap transfer set to a non-baxter connector and were unable to connect the two devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation. However, the cause was a user error, as the labeling for this device states that the transfer set is to be used with the baxter locking titanium adapter. A formal review of the label for the product family will be conducted. A review of all batch record documents for lot number h12i06038 was performed. No issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.